Event description:
Additional information was received indicating that the device is anticipated to be explanted and replaced. No intervention has been performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a follow up in clinic, the device was found to be in back up vvi (bvvi) mode. Abbott technical support was contacted and reprogramming of the device is anticipated. No intervention has been performed at this time. The patient was in stable condition.